Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple altitude alarms during basal delivery. The alarm could not be cleared. The customer's blood glucose level was not impacted. The customer had backup long and fast acting insulin for diabetes management.